Manufacturer narrative:
D10: 320-01-38 - equi rev 38mm glenosphere: (B)(6), 320-10-00 - equi rev tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reve torque defining screw kit: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 320-38-13 - equi rev 38mm humeral const liner +2.5: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient experienced a humeral periprosthetic fracture and an infection. As a result, the surgeon removed all implants and replaced with a cement spacer as part of the first-stage revision. They have a second-stage revision planned in the future. Patient was last known to be in stable condition following the event. No further information available.